Event description:
The caller alleged discrepant result when compared with the lab result reported as follows: date: 2008; inratio: 3.5; lab 5.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 3.5; lab: 5.3; mean: 4.4; confident limits: 2.5-6.0. As per internal procedure tr# 0150 revision 2, the inr ratio and lab values are within the confident limits. The product will not be investigated. The patient has leukemia.